Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed failed the displacement followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase. The device was received with scratched display window.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The mother stated that the customer was in the hospital due a migraine, and she had an MRI while wearing the device. The blood glucose reading was 401mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller that the insulin pump would be replaced. No further information was provided.